Manufacturer narrative:
(B)(4). To date the argon equipment has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hepatectomy procedure, the forceargonii-8 unit was found to have insufficient gas flow and weak intensity, thus the surgical staff decided to change out the forceargonii-8 unit with another one. Reportedly, the staff had to go to another floor of the hospital to retrieve the replacement unit. The process of changing out the units resulted in more than a 30-minute delay in the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). To date, the forceargonii-8 generator has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records for this unit found that this serial number was released meeting all specifications as manufactured. A concomittant device, the e2520h argon handset, was returned for evaluation and was found to function normally. A DHR review could not be conducted on the handset because a valid lot number was not provided. The other concommitant device, the forcefxcs generator, was not returned for evaluation. A review of the device history records for this unit found that this serial number was released meeting all specifications as manufactured.